Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data did not show any evidence of a "intermittent power" event. On investigation, the pump powered on using the returned battery cap, which measured within specifications and was able to fully tighten. A 24-hour basal program was run with no interruption in power and no call service alarms duplicated. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged intermittent power issue.